Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the scratches on screen and is harder to see. Customer's blood glucose level was unknown. Customer states that they received the motor error alarm. Customer declined the troubleshooting. The insulin pump will not be returned for analysis.